Event description:
It was reported via repair work order that the height adjustment racks were bent and the head end left caster horn is damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The device was not repaired. The customer has decided not to repair the unit.

Event description:
It was reported via repair work order that the height adjustment racks were bent and the head end left caster horn is damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.